Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation. Therefore, the investigation is confirmed for the identified foreign material issue. However, the investigation is unconfirmed for the reported suction issue and failure to calibrate. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110g biopsy instrument allegedly experienced suction problem, failure to calibrate and device decontamination with chemical or other material.this information was received from a single source. This malfunction did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided.